Manufacturer narrative:
(B)(4). D10: 31-300820 item name arcos 20 x 150mm sts stem trl lot # 567940 31-301301 item name arcos con sz a std 60mm trl lot# zb6766530 the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that while trialing the cone body and stem, the screwdriver tip broke inside the cone trial. No pieces fell in the patient and there was about a 10 minute delay to complete the procedure with a new device. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the hex driver to be fractured. The fractured portion was not returned. Rings of wear were observed around the shaft. Discoloration spots are present on the grip. Additionally, the features of the fracture surface visually align in which a torsional overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.